Manufacturer narrative:
This incident was not reported to applied medical by the hospital. We received report from the department of health & human services, however, the report did not contain the hosp name. Therefore, we could not request the return of the return of the event sample for our investigation. The specific product is obsolete and off market since july 2008. The product shelf life has expired. The product was not returned for eval. Without the name of the hosp no further action can be taken. This document represents our final report.

Event description:
Incident as reported: volun (B)(6)-2011: "during laparoscopic surgical procedure, babcock grasper missing disposable tip. Inspection on pt's abdomen per laparoscopic instruments and x-ray failed to locate missing tip. Physicians terminated process after failure to locate."